Event description:
No osseointegration, no thread tap used, primary stability was achieved, implant wasn't completely covered by bone, inadequate bone quality/quantity, mobility, asymptomatic, inadequate distance from sinus.